Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Six days post implant, the patient presented to the clinic with complaints of dizziness. Transesophageal echocardiography (tee) showed that the closure device embolized into the left ventricle. The patient was moved to the hospital, and a computed tomography (CT) was performed, which revealed that the closure device was caught in the mitral valve chordae tendineae. The patient was scheduled for surgery the following day to remove the closure device. Heart catheterization diagnostics was performed to ensure all coronary vessels were stable prior to the surgery. Open heart surgery was performed, and the closure device was explanted. The physician tried to oversew the laa, but this was aborted as the patient's anatomy was abnormal. A damaged leaflet was also identified in the patient's heart, which was believed to have been caused by the closure device. An aortic valve replacement was then performed to treat the damaged leaflet. The patient was stable post-surgical intervention and was recovering in the cardiovascular intensive care unit. The patient was discharged home stable to a nursing home. It was further reported that the closure device embolized through the mitral valve and into the left ventricle. The closure device could not move through the aortic valve and was found in the left ventricle.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Six days post implant, the patient presented to the clinic with complaints of dizziness. Transesophageal echocardiography (tee) showed that the closure device embolized into the left ventricle. The patient was moved to the hospital, and a computed tomography (CT) was performed, which revealed that the closure device was caught in the mitral valve chordae tendineae. The patient was scheduled for surgery the following day to remove the closure device. Heart catheterization diagnostics was performed to ensure all coronary vessels were stable prior to the surgery. Open heart surgery was performed, and the closure device was explanted. The physician tried to over sew the laa, but this was aborted as the patient's anatomy was abnormal. A damaged leaflet was also identified in the patient's heart, which was believed to have been caused by the closure device. An aortic valve replacement was then performed to treat the damaged leaflet. The patient was stable post-surgical intervention and was recovering in the cardiovascular intensive care unit. The patient was discharged home stable to a nursing home. It was further reported that the closure device embolized through the mitral valve and into the left ventricle. The closure device could not move through the aortic valve and was found in the left ventricle.

Manufacturer narrative:
H6: patient codes - updated the patient codes to include aortic regurgitation and tissue injury relating to the native aortic leaflet damage.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Six days post implant, the patient presented to the clinic with complaints of dizziness. Transesophageal echocardiography (tee) showed that the closure device embolized into the left ventricle. The patient was moved to the hospital, and a computed tomography (CT) was performed, which revealed that the closure device was caught in the mitral valve chordae tendineae. The patient was scheduled for surgery the following day to remove the closure device. Heart catheterization diagnostics was performed to ensure all coronary vessels were stable prior to the surgery. Open heart surgery was performed, and the closure device was explanted. The physician tried to oversew the laa, but this was aborted as the patient's anatomy was abnormal. A damaged leaflet was also identified in the patient's heart, which was believed to have been caused by the closure device. An aortic valve replacement was then performed to treat the damaged leaflet. The patient was stable post-surgical intervention and was recovering in the cardiovascular intensive care unit. The patient was discharged home stable to a nursing home.